Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high sensing integrity counter (sic). In addition, oversensing of noise was noted with pacing below the setting rate was confirmed. A fracture or possible degradation of the product over time was suspected. The lead remains in use; however a lead replacement was scheduled. No patient complications have been reported as a result of this event.